Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 198 and 464mg/dl. The expected fasting blood glucose test result range is 180mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the car. The test strip lot manufacturer's expiration date is 4/26/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history. Result 1: 464mg/dl date: (B)(6) 2019 time: 8:19pm fasting, result 2: 198mg/dl date: (B)(6) 2019 time: 11:14am fasting, result 3: 170mg/dl date: (B)(6) 2019 time: 5:52pm fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #01639556 returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20 - user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
Internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-20 - user's test strip had poor storage test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 198 and 464mg/dl. The expected fasting blood glucose test result range is 180mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the car. The test strip lot manufacturer's expiration date is 4/26/2020 and open vial date is 5/20/2019. The meter memory was reviewed for previous test result history. Result 1: 464mg/dl date: (B)(6) 2019 time: 8:19pm fasting, result 2: 198mg/dl date: (B)(6) 2019 time: 11:14am fasting, result 3: 170mg/dl date: (B)(6) 2019 time: 5:52pm fasting.